Event description:
It was reported that three patients had serious respiratory infections traced due to bronchovideoscope. Details of the patient's current condition due to infection, the event details, outcome, treatment, and device reprocessing details were requested but not available at the time of the report.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number-2429304-2024-00239. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the facility that the incidence of the microorganism detected is ¿on the rise in the community¿ and is not related to the reported respiratory infections per the infectious disease department at (B)(6) hospital.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the subject device and the reported patient infections could not be identified. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. This supplemental report includes a correction to b5, e2, e3, and g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.